Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article received entitled "" polyethylene liner dissociation with the depuy pinnacle cup: a report of 6 cases "" written by neal singleton published by orthopedic research online journal vol 3 issue 5 doi: 10.31031/oproj.2018.03.000573 published july 18, 2018 was reviewed. This case report discusses six cases of liner dissociation with the pinnacle acetabulum following primary total hip arthroplasty. Each case is captured on linked complaints along with specific details on depuy products and patient identifiers. This complaint captures case 2 of a (B)(6) year old male r tha with a pinnacle cup and marathon poly liner and uncemented corail stem. At 19 months post op he felt "pop" sensation when bending forward. He was able to functionally mobilize but with difficulty and felt "rubbing" sensation. Radiographic image revealed eccentrically placed femoral head. Revision was performed with head and liner exchange. Cup and stem was deemed acceptable and left intact. No further complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.